Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventralex on (B)(6) 2009. As reported, the patient is making a claim for an adverse patient outcome against the ventralex. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Note, the date of event is considered to be a best estimate as 06-mar-2025 based on the date of awareness. Should additional information be provided, a supplemental emdr will be submitted. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Attorney alleges per short form that the patient underwent surgery for implant of an unspecified bard/davol ventralex on (B)(6) 2009. As reported, the patient is making a claim for an adverse patient outcome against the ventralex. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress, and the device was defective addendum per additional information provided: (B)(6) 2009 ¿ patient was diagnosed with symptomatic incisional hernia thereby underwent open repair with implant of ventralex mesh. Per operative notes, ¿a palpable hernia in the left mid-abdomen was noted and reduced. Hernia sac with adhesions were reduced and ventralex mesh was placed over the defect and sutured in all quadrants.¿ (B)(6) 2020 ¿ patient had cellulitis thereby underwent treatment with antibiotics. (B)(6) 2020 ¿ patient was diagnosed with infected mesh from ventral hernia and cellulitis; pain thereby underwent open repair with removal of infected mesh. Per operative notes, ¿the purulent material coming out of the mesh was noted. The mesh was completely excised. The fascia was closed with sutures and wound was irrigated. ¿

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct the event date. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-sep-2008) is considered to be a best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.